Event description:
It was reported by service report that the right siderail locking spindle was broken inside the base and the top rail was cracked. No patient involvement or adverse consequences are reported.